Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast) and pump error 53 (software error detected) and troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was able to complete the rewind. The pump pass displacement test successfully. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Successfully utilized thus to download history files and traces. Pump error 37 on 09/06/2023 12:12:10.000. Pump error 37 alarm due to hardware anomaly, dried substance and debris on the motor assembly including motor sleeve, motor threads and dried/cracked motor slide pad. Pump error 53 on 09/06/2023 12:13:04.000. Pump error 53 alarm due to software error (line number 5632 file number (B)(6). Pump was cut open to perform visual inspection and found moisture damage on pcba 1, motor and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: moisture damage, stained keypad overlay, pillowing keypad overlay, scratched case (minor scratches), scratched lcd window (minor scratches), label damage (faded serial number), debris in motor slide threads and other (cracked/dried motor slide pad, debris on motor slide and debris on motor sleeve). Pump error 37 confirmed due to history files. Pump error 37 alarm due to hardware anomaly, debris on motor assembly and dried/cracked motor slide pad. Pump error 53 confirmed due to history files. Pump error 53 alarm due to software error (communication error, unstable power to the rf chip). Cosmetic damage was confirmed at the front and back of pump. Exposed to moisture confirmed at pcba 1, motor and harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.